Manufacturer narrative:
Historical data analysis: (4109/3243) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/3243) the overall 24 month product complaint trend data for the period (mar 2019 through feb 2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/3243) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
During a previously scheduled service call, the getinge field service engineer (fse) noted damage to the coiled cable and replaced it. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The iabp was returned to the demo fleet. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a damaged coiled cable. There was no patient involvement, and no adverse event reported.